Event description:
The caller alleged discrepant results when compared with the lab results and the results are as follows: date: 2008; inratio: 3.8; lab 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.8; lab: 2.3; mean: 3.05; confident limits: 1.9-4.5. As per internal procedure the inratio and lab values are within the confident limits. The product will not be investigated.